Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Batch#: 287a90. The product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. The analysis results found that the ec60a device was returned with no apparent damage and with no reload loaded on the device. Further analysis showed that the channel was bent inwards not allowing to load of the cartridge. Due to the condition of the device no functional test was performed. The damage observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.